Event description:
On (B)(6) 2004, the patient was implanted with an aneurx graft to treat a 4.7cm abdominal aortic aneurysm. In april 2008, the patient underwent a procedure to embolize the right iliolumbar artery. In (B)(6) 2009, the patient had a reintervention using proximally an aortic extender endoprosthesis (pxa320400/unk) and distally, on the left side a contralateral leg endoprosthesis (pxc181000/unk) placed as an iliac extender. In (B)(6) 2011, the patient had an additional procedure using proximally an aortic extender endoprosthesis (pxa320400/unk) and distally a contralateral leg endoprostheses pxc141400/unk as an iliac extender on the right side and pxc181400/unk as an iliac extender on the left side. In (B)(6) 2013, the patient underwent coil embolization of a right hypogastric artery secondary to a type v endoleak. An endovascular procedure at the right side was performed using a gore® excluder® aaa endoprosthesis (pxc121000/unk) as an iliac extender. It was reported that on (B)(6) 2014, the patient presented with a ruptured abdominal aortic aneurysm. The patient had progressive right hip/right flank abdominal pain that worsened in the days prior to presentation. A computed tomography scan revealed a 9.5 cm abdominal aortic aneurysm (previously 6.5cm) with evidence of a posterolateral rupture. The patient was transported via helicopter to the university of alabama and given several units of code gray blood en route. Upon arrival, the patient was hypotensive. Initially, the patient was offered an open repair. However, upon closer review of his anatomy, the patient was offered an endovascular repair of the abdominal aortic aneurysm. The patient actually has been hemodynamically stable, however, complained of the right sided abdominal/flank pain. On (B)(6) 2014, the patient was implanted with the gore® excluder® aaa endoprosthesis aortic extender components and had an application of nine aptus endoanchor to treat an the abdominal aortic aneurysm rupture and a residual type iii endoleak. Pre-treatment cta revealed that the aneurysm size was 8.82cm. The physician confirmed that the endoleak was resolved and there was good flow in both renal arteries. The patient tolerated the procedure.

Manufacturer narrative:
Lot/serial number is unknown. A review of the manufacturing records for the device could not be conducted. Also were implanted: pxc181000/unk, pxa320400/unk, pxc141400/unk, pxc181400/unk, pxc121000/unk. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement, aneurysm rupture and endoleak. As stated in the gore® excluder® aaa endoprosthesis instructions for use, the device has not been evaluated for use in the revision of previously placed stent grafts.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also were implanted: pxc181000/06259011, pxa320400/7058219, pxc141400/9028915, pxc181400/8657738, pxc121000/9109305.

Event description:
On (B)(6) 2009, the patient had a reintervention using proximally an aortic extender endoprosthesis (pxa320400/6970498) and distally, on the left side a contralateral leg endoprosthesis (pxc181000/06259011) placed as an iliac extender. On (B)(6) 2011, the patient had an additional procedure using proximally an aortic extender endoprosthesis (pxa320400/7058219) and distally a contralateral leg endoprostheses pxc141400/9028915 as an iliac extender on the right side and pxc181400/8657738 as an iliac extender on the left side. On (B)(6) 2013, the patient underwent coil embolization of a right hypogastric artery secondary to a type v endoleak. An endovascular procedure at the right side was performed using a gore excluder aaa endoprosthesis (pxc121000/9109305) as an iliac extender.